Event description:
A malfunction alarm was reported with a displayed code, malf 12, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which they acknowledged and understood.